Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the auxiliary drawer 6 was not on bus. A field service engineer replaced the pyxibus control board and drawer control board, but the issue still persisted. Then replaced the retractor band and row board cable. After the replacement, the engineer unplugged the row boards one by one to see if a faulty row board was causing the issue, but this did not work. Therefore, the engineer replaced the drawer with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 6 had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.